Manufacturer narrative:
This report is filed, march 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site and was prescribed antibiotics (dates and durations not reported). Subsequently on (B)(6) 2016 the abutment was removed. The implanted device remains.